Event description:
Customer reportedly received results of 315 mg/dl and 100 mg/dl within 10 minutes on the compact plus system. No low or high blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.